Manufacturer narrative:
Visual analysis of the returned device identified: weight to the spec, crease fold, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side ¿contracture¿ baker grade iii and fluid. Treatment with an antibiotic, injectable corticoid, oral corticosteroid, and montelukast sodium was given for 90 days. The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/jan/2019 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side ¿contracture¿ baker grade iii and fluid. Treatment with an antibiotic, injectable corticoid, oral corticosteroid, and montelukast sodium was given for 90 days. The device has been explanted.